Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via an implanted pump for non-malignant pain. It was reported the patient recently had a revision where the catheter was ¿cut towards the beginning and connected to a new catheter with a metal piece.¿ the reporter wanted to know MRI implications for a metal connector. Regarding the reason for revision, it was reported the operative report indicated the pump was ¿malpositioned¿ and there was a catheter ¿malfunction.¿ it was noted the patient had lost a lot of weight and this ¿kind of caused the component(s) to move.¿ the revision took place on (B)(6) 2019. MRI compatibility was reviewed per requested. The event date was asked but known. No further complications were reported.